Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation determined the contaminated sample probe had caused the event. After service, no further issues were reported by the customer.

Manufacturer narrative:
The serial number of the customer's cobas pro ise analytical unit is (B)(6). The field service engineer (fse) inspected the analyzer and found the sample probe had no gasket. He then replaced the sample probe. The investigation is ongoing.

Event description:
The initial reporter received questionably high na electrode results from an unspecified number of patient samples tested on the cobas pro ise analytical unit. The reporter was able to provide one example of discrepant results: the initial result was 150 mmol/l. The repeat result was 140 mmol/l.